Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of low impedance was not confirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant. During procedure, low pacing impedance was noted. It was further noted that while advancing the lp, it sustained a stretched helix. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.